Event description:
During a lap chole procedure, the device malfunctioned. It placed a short clip, several clips in a row. The whole clip would seat itself, but after firing, it pull back to penetrate 1/2 of the vessel. Unknown how many times device was fired during procedure, opened a new device to complete the case. No patient consequence.